Manufacturer narrative:
The customer performed troubleshooting and flushed the ict module and ict cup which resolve the issue. No additional discrepant result issues have been reported since the troubleshooting activity was completed. Return testing was not completed as returns were not available. A review of the analyzer¿s service history identified no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the ict module did not identify any trends. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the ict module or the alinity c processing module for serial (B)(6) was identified.

Manufacturer narrative:
Patient identifier: sids (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for three samples. The following data was provided (customer¿s reference range: 136 to 145 mmol/l): sid (B)(6) initial result = 119 mmol/l, repeats = 143 mmol/l and 143 mmol/l. Sid (B)(6) initial result = 117 mmol/l, repeats = 142mmol/l and 142 mmol/l. Sid (B)(6) initial result = 117 mmol/l, repeats = 142 mmol/l and 142 mmol/l. No impact to patient management was reported.